Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient went to the hospital where customer mother stated 2 weeks prior to the original call her son was hospitalized due to low blood sugar levels, because he accidentally over corrected his bg (blood glucose) level and took too much insulin. Mother stated her son was going to eat 82 carbs of chocolate, but only ended up eating half that amount. Patient still took the bolus suggested for the full 82 carbs, so he ended up taking double the dose he needed, causing his levels to drop low. Customer was at the park while the mother called in, so she did not have the pdm to provide the serial number. Mother did state that she no longer has the pod, so she is unable to provide the lot and sequence number. Mother ended the call shortly after mentioning the hypoglycemia as she stated she wanted to call back to provide the rest of the information. She did not provide any more details on the event during the initial call. No treatment information available for the hospitalization.